Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer was treated with 3 units through insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The customer also reported other significant events such as nausea and abdominal pain. Troubleshooting was assisted. The insulin pump will not be returned for analysis.